Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the pump had flipped in the pocket multiple times leaving the catheter twisted.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen (4,000 mcg/ml at 1280.8 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had withdrawal symptoms and twiddler's syndrome. It was reported that a dye study was done on (B)(6) 2024 and they were unable to aspirate the catheter. The catheter had twisted several times in the pocket. A catheter revision was performed on the pump segment. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 52 kg. The patient's medical history consisted of spasticity and stiff person's syndrome.

Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022 explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.